Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a known troponin free sample processed on the vitros eciq immunodiagnostic system. The customer performed routine maintenance to the incubator subsystem of the analyzer. Precision testing following maintenance verified that the equipment was returned to expected operation. The most likely root cause of this event is analyzer related. Additionally, it is unknown if the troponin free sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result for a known troponin I free sample (0.0691 vs. Expected results < 0.014 ng/ml) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no indication that patient samples were affected and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).